Manufacturer narrative:
The manufacturing location for this product is (B)(4) this site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle became stuck inside the bd venflon¿ IV cannula after the venipuncture, and using pressure to remove it caused it to break. The following information was provided by the initial reporter: "according to the nurse, during the venipuncture process, when they wanted to remove the needle it was stuck inside the cannula and was difficult to remove it. So by adding a little bit of pressure to remove it, the needle got broken. However, it was finally removed from the vein and the patient was not injured. And the process was done again by a new IV cannula"